Event description:
During troubleshooting with a customer it was discovered they re-used the same supplies during therapy. The technical service representative (tsr) assisted the home patient (hp) to end therapy and explained that new supplies should have been used when the hp started therapy over. The fill volume (fv) was 251ml and the hp would continue with manual supplies and call their nurse if any therapy was missed. There was patient involvement but no patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.